Event description:
Patient was revised to address poly wear of the tibial insert and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear secondary to knee joint instability. A complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the joint instability. The initial reporting stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.